Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this event should be reported on 0001825034-2021-03173. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that this event should be reported on 0001825034-2021-03173. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown humeral tray lot #: unknown. Item #: unknown unknown humeral bearing lot #: unknown. Item #: unknown unknown glenosphere lot #: unknown. Item #: unknown unknown glenoid baseplate lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial shoulder arthroplasty, it was found that the intended micro stem was missing from the packaging. The surgeon elected to use a mini stem which resulted in a fracture of the humorous. Attempts have been made and no further information has been provided.